Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the buttons on the keypad were intermittently responsive at times and hyper-responsive at others. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: the keypad was peeling at the ok button. All of the buttons responded properly. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast. Also unrelated, there was a crack along the battery compartment threads.